Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an outflow graft stenosis in (B)(6) 2021. The stenosis was surgically corrected during a revision surgery. The bend relief was shortened as a jelly formation tissue was found between the outflow graft and the bend relief. It was noted that an outflow graft clip was not used at this time. After the revision the patient's pump parameters were within normal limits and the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The report of outflow graft stenosis due to an obstruction between the outflow graft and outflow graft bend relief could not be confirmed through this evaluation as no images were submitted and the product remains in use. It was reported that in (B)(6) 2021 an outflow graft stenosis was found and surgically corrected. During the revision the outflow graft bend relief was shortened as tissue was found between the outflow graft and outflow graft bend relief. The outflow graft clip was not used. It was reported that pump parameters were within normal ranges and the patient was stable. Additional information later received stated that the outflow graft stenosis in (B)(6) 2021 was due to an obstruction between the outflow graft and the outflow graft bend relief caused by a ¿jelly formation¿. The obstruction was not due to a twist. It was also reported that images of the stenosis were not provided by the hospital. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas IFU contains information on preparing and attaching the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also lists the outflow graft clip as a required component for implant, instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was doing well, with pump parameters within normal range.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.